Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt mentioned they noticed they were not getting stimulation and when the stimulation was turned on, the stimulation "gave them a grab on the side ," so the pt was directed by their manufacturer representative (rep) to turn therapy therapy off. Pt then did not charge their ins and did not use their therapy. Pt then met with different rep to reprogram the ins about 2 weeks ago, and rep told the pt to call patient services (pss) to have the ins "jump started over the phone." Pss explained to the pt that the ins could not be brought out of over discharge over the phone, but the pt said their rep. Said he could not do it in person and the pt had to call pss to get the ins jump started over the phone. The patient was redirected to their healthcare provider to further address the issue. A rep responded to an email stating there must be some misunderstanding or misinterpretation because they are certain that the other rep would not have directed the patient to contact patient services to assist with por. Additional information was received. The issue has not yet been resolved. The patient had an appointment scheduled with a rep but they cancelled the appointment due to a conflict in their schedule. The appointment has not yet been rescheduled. Additional information received. Rep reported patient is considering replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.